Event description:
The peritoneal dialysis (pd) pt called with questions regarding her ultra-filtration (uf) totals on the liberty cycler. The pt stated that she had hernia surgery recently. During a follow-up call, the pd nurse clarified the pt did not have surgery recently, but had an episode of a hernia. The hernia was small and stable. The hernia was being monitored with no other medical interventions. The pt continued pd treatment.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, hernias are a known complication of peritoneal dialysis, more common in continuous ambulatory peritoneal dialysis (capd) than in continuous cycler peritoneal dialysis (ccpd). The info provided from the dialysis clinic states that the hernia preceded the use of th caused or contributed to the event of hernia. The device was not returned to the mf for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.